Event description:
It was reported by the customer that a pyxis medstation es system had a smart remote manager failure. The customer reported that the smart remote manager failed occasionally and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to latch connection issue. A field service engineer reseated the latch connection to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device. The contact information was kept blank due to the reported issues that were found by the field service technician while on site.